Event description:
Customer reportedly noted a broken locking mechanism. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The interlock bushing was noted to be in the wrong location, thus, allowing two vaporizers to turn on at once. The operating instructions contained in the tec 6 plus operation and maintenance manual requires that, when the dial is turned to on, 'no other vaporizer mounted on the same manifold can be turned on.'